Event description:
It was reported that the surgeon inserted an aa4204tf silicone plate lens with toric using the msi-pr injector, and the injector tore the lens during insertion. The incision was enlarged to remove the lens and sutured after the replacement lens was implanted.

Manufacturer narrative:
The product pertaining to this complaint was not returned. However, the lens was returned and evaluated. The lens was split in half and a haptic plate was torn off and missing. There was a clear surgical residue on the lens. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.